Event description:
It was reported that upon applying a new freestyle libre 3 plus sensor, device pairing initially failed but was resolved after a re-scan, with readings subsequently appearing. No adverse clinical symptoms reported. Outcomes included no impact on health and no medical intervention. User support included customer support troubleshooting and confirmation of restored functionality after device-sensor re-pairing. Investigation of this case revealed a transient pairing failure with the glucose sensor, which resolved with standard re-scan procedures and did not indicate a persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device setup interaction leading to temporary communication failure, resolved through routine troubleshooting.

Manufacturer narrative:
Initial.